Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the facility called and asked if the hickman/leonard/broviac catheters can be CT power injected. He stated last week that a patient came in with a hickman/leonard/broviac catheter and it was injected, the dye was seen going into the patient, and the catheter blew at the tubing and cap portion. He stated it was injected at 4 ml/second. He does not know what specific hickman/leonard/broviac catheter was being used. He stated the patient was taken to another facility, where the hickman/leonard/broviac catheter was removed and replaced. Ms&s informed him that the hickman/leonard/broviac catheters are not intended for CT power injection and has a 25 psi limit.